Event description:
The customer called philips to report that their x2 multimeasurement server's loudspeaker sizzles, sometimes it does not work. It is unknown if the device was in use at time of the event, good faith effort was made to obtain the information at the time of report. No adverse event has been reported

Event description:
The customer called philips to report that their x2 multimeasurement server's loudspeaker sizzles, sometimes it does not work. It is unknown if the device was in use at time of the event. No adverse event has been reported.